Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and could not duplicate the reported malfunction. Tested connectivity and door function. Logs obtained. System checkout performed. A software investigation was also completed. This investigation determined that this was a hardware induced event. O-arm software was functioning as designed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unresponsive in stand alone mode. The system was rebooted without resolution. It was reported that the "door open" icon was displayed on the pendant and it appeared that the door would not close fully. The door was manually opened, then re-closed. After re-closing the door, the "door open" message was cleared and the system regained full functionality. The procedure was completed successfully with the imaging system, and no delay was reported because of this issue. The patient was not affected.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Correction patient information provided.